Event description:
A malfunction alarm was reported by the customer, identified as malf 12, with fault ID 12-0x2071. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and contact support if any issues reappear.